Manufacturer narrative:
Apoc incident # (B)(4). Apoc labeling was evaluated during the investigation as pertaining to the event. The investigation was completed on 08/29/2016. Retain product was tested and the customer complaint was not confirmed. Return product was not available. Investigation: a review of the device history record confirmed the lot passed finished goods release criteria. Twenty retained cartridges from chem8+ lot h15355 were tested using whole blood. The customer complaint was not reproduced. The test results met the acceptance criteria found in q04.01.003 rev. Y, appendix 1- product complaint level 2 and level 3 investigation procedure. The investigation confirmed that the cartridge lot is performing to specification. No deficiency identified. Assessment: the complaint investigation concluded there was no product deficiency and that the I-stat cartridge lot is meeting specification. The I-stat result of 36 for hct would not be consistent with the clinical picture of anemia and a transfusion being required two days prior to the results.

Event description:
On (B)(6) 2016, abbott point of care was contacted by a customer regarding I-stat chem8+ cartridges that yielded suspected discrepant results on a patient with sob (shortness of breath)/cad(coronary artery disease) / fatigue/anemia . There was no additional patient information available at the time of this report. Return product is not available for investigation. Method: collection: tested: hgb: hct: I-stat, 1031am (B)(6) 2016, 1035am (B)(6) 2016, 12.2, 36, coulter, 205pm (B)(6) 2016, na, 7.0. 21.4. At the time of the event there was no indication of a product malfunction based on the information provided and assessed by apoc, however this MDR is a retrospective filing in response to an observation from an FDA inspection conducted may 8th to 12th, 2017 at abbott point of care (B)(4).